Manufacturer narrative:
Concomitant medical products: product ID a2dr01 ipg, implanted: (B)(6) 2017. 305u21 valve, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. It was also noted that the right atrial (ra) lead exhibited high thresholds. The ipg was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.